Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found there was one stuck button detected (enter). Analysis also found the keypad and knobs were contaminated and the encoder nuts were not torqued to specification. Analysis also found the device failed incoming functional testing due to main printed circuit board being misaligned; the main pc was realigned, retested, and passed. (B)(4).